Manufacturer narrative:
H3,h6: the investigation could not be completed, no conclusion drawn, as no device was returned. A device history record review was performed, with no pertinent noncomformance's noted. The lot met all dimensional and visual criteria at the time of MFR and release.

Event description:
When attempting to place a dhs plate, the surgeon noted that the plate could not slide down the lag screw barrel. Surgeon impacted the plate. The lag screw perforated the femoral head. Hardware was removed, and pt was revised to hemiarthroplasty.